Manufacturer narrative:
Cloud data for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was only used in manual mode during this period and the user did not have a sensor paired. The phb data showed that the system correctly delivered the user's manual basal program during this period and stopped insulin delivery whenever a manual suspension of insulin delivery was commanded by the user. The cloud data showed that multiple boluses were delivered during this period and the total pulses delivered tracked by the pod increased appropriately by the number of pulses each bolus is expected to run for, indicating that the pod actively and successfully delivered each bolus programmed. No evidence of over or under delivery of insulin by the system was observed in the available data.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 260 mg/dl between 36 and 48 hours of wearing the pod. The patient¿s mother reported the cannula is becoming dislodged which is causing the issues. The patient showed signs of diabetic ketoacidosis (dka) and sought medical attention on (B)(6) 2025. The patient symptoms included severe ketones and bicarb of 17. The patient was diagnosed with dka. While at the hospital, the doctor advised them to remove the pump and do injections. The patient responded well and within an hour the bg went down and the ketones were better. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of dislodged cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.